Manufacturer narrative:
The pt indicated that the device was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The pt reported device breakage. The pt reported that the carpuject holder was being used to deliver heparin sodium 5,000u/0.5 ml every 8 hours, via self-administered subcutaneous injections. On (B)(6) 2013 at 0800, it was reported that while a prefilled medication cartridge was being loaded into the carpuject holder, the device "collapsed" in the pt's hand. On (B)(6) 2013, the pt reported that the heparin therapy was not administered. On (B)(6) 2013, the device was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.